Event description:
It was reported that there was an unspecified failure on the homechoice device during use. It is unknown if there was patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The reported event was unknown; however, a system error 2240 was identified during a review of the event history log. A visual inspection was performed. Full functional testing, electrical safety testing, calibration and a simulated therapy were performed with no issues noted. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.